Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose with a lowest reported cgm value of 41 mg/dl while using the ilet system with a dexcom g7 continuous glucose monitor (cgm) after exercising with the pump connected, changing the dexcom sensor, and entering a larger-than-usual meal announcement; the user consumed oral glucose and additional carbohydrates and did not administer external insulin. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for medication-type intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to meal announcement procedure, and involvement of the user interface, with the medical device problem characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.